Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus and cursor did not align. It was indicated that the connection between the overlay and xy printed circuit board (pcb) required cleaning and reseating. It was also indicated that multiple external components were broken. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus would not calibrate to the display cursor. The programmer was returned for service. No patient complications have been reported as a result of this event.